Event description:
The patient came in due to signs of an infection and the pathogen is unknown. At about 2 months post primary surgery the surgeon performed a washout and revised the poly and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 21 march 2023: lot 2110152a: (B)(4) items manufactured and released on 14-oct-2021. Expiration date: 2026-09-10. No anomalies found related to the problem. To date, all the items of the same lot have been sold without any similar reported event in the period of review.